Event description:
It was reported that an ongoing minimum fill notification intermittently occurred after the user filled the cartridge with 300 units of insulin during the load sequence. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by adding more insulin and filling the tubing multiple times or changing out the cartridge.